Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2017. It was stated that the cause of the infection had not been made know to the representative at the time of the email ((B)(6) 2017). There were no further complications reported. Information was received from a healthcare provider (hcp). The infection was not believed to be related to the device. The patient had a big open wound on their back that had been like that for a year. The patient was in the hospital and was put in a brace which caused the back to open up. A pump adjustment was done on (B)(6) 2017. The patient was being taken off the pump altogether and changing to oral medication. Additional information received from a representative reported the infection was not related to the device. The representative stated the patient was nearing elective replacement indicator (eri), and they were not planning on replacing the pump yet due to infection. The representative stated they wanted to wait until the infection cleared before they replaced the pump. The reason for the call was the representative wanted to know how long the patient had left before eri and end of service (eos). The representative stated on the telemetry strip back on (B)(6) 2017, it showed 1 month left. No patient symptoms were reported. The pump contained saline [1 ml/ml] at minimum rate at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had back surgery unrelated to the pump. The patient developed an infection in his back and possibly in the pump pocket. There was no environmental, external, or patient factors reported that may have led or contributed to the event other than back surgery. There was no diagnostics/troubleshooting performed. The hcp was titrating the patient down on daily dose for a possible explant. The issue was not resolved and the patient status was alive with no injury. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient weight was unknown, but the representative would follow-up for more information.